Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a pump error 23 on their insulin pump. It was reported that the customer's device experienced an unexpected restart. The customer's blood glucose level was reported to be 198mg/dl. The customer was advised the device would need to be replaced and to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump received with a critical error and broken force sensor confirmed in the formatted history file due to corrosion at electronic assembly. Unable to verify post-reset alarm due to critical insulin pump error. The insulin pump received with cracked on back of the case at the battery tube area. The insulin pump received with minor scratched lcd window, case and keypad overlay.